Event description:
The pt reportedly experienced no sound and no lock between the external equipment and the cochlear implant. External equipment was exchanged, however, this did not resolve the issue. Advanced bionics is in the process of gathering more info. Once more info becomes available, advanced bionics will submit a supplemental report.